Event description:
It has been reported that one bd emerald¿ syringe has been found with incorrect scale markings during use. The following has been provided by the initial reporter: anesthetist was drawing up a 10ml drug vial into a 10ml emerald syringe. He drew up the entire contents of the vial and when he looked at the syringe it showed that the volume was 9ml. The markings on the syringe were incorrect. This drug was disposed of and a new vial and syringe was used for the patient. No harm came to the patient as the issue was observed before administration.

Manufacturer narrative:
Investigation: bd has been provided with reference samples for catalog 307736 lot 1907117 to investigate for this record. Visual examination of the reference samples did not show any defects as it relates to the scale markings issue. Unfortunately, as a result, bd was unable to verify the reported issue. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd emerald¿ syringe has been found with incorrect scale markings during use. The following has been provided by the initial reporter: anesthetist was drawing up a 10ml drug vial into a 10ml emerald syringe. He drew up the entire contents of the vial and when he looked at the syringe it showed that the volume was 9ml. The markings on the syringe were incorrect. This drug was disposed of and a new vial and syringe was used for the patient. No harm came to the patient as the issue was observed before administration.